Event description:
It was reported that during the implant procedure the lead dislodged. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. There were no anomalies found however there was blood/body fluid present in the distal conductor (not obstructed).